Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. The lead was capped and replaced on 6/6/2016. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the right ventricular lead noise source was a lead fracture. The patient was stable prior during and post procedure.

Manufacturer narrative:
The reported event noise was confirmed while the reported event of lead fracture was not confirmed. External insulation abrasion was noted at 13.3 - 13.6 cm from the connector pin consistent with lead friction to the device can. External insulation abrasion was noted at 18.0 - 18.9cm, 21.4- 22.0cm, and 48.0 - 48.1cm from the connector pin consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location while exposing the outer coil. In addition, external insulation abrasion was noted at 48.8 - 49.7cm from the connector pin consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location while exposing the outer coil. It was noted that procedural damage to the outer insulation was noted in this location. These observations are consistent with the observation from the field of noise.